Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence such as x-rays prior to the treatment that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe loss of dental bone structure.

Event description:
The customer reported that bone loss was developed on tooth #10 while wearing aligners. Medical intervention was required which resulted in a bone graft placement. As a result, aligner treatment was discontinued.